Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the synergy ous mr 3.00 x 24 mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage. Stent strut row 7 was lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx). A 3.00 x 24 synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and another 3.00 x 24 synergy¿ des was advanced but also failed to cross. The device was also removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.